Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false negative results for patients¿ samples using the cobas® sars-cov-2/influenza a/b assay. The customer reported that during a validation process for two of their liat systems, cobas liat system (s/n (B)(4)) and cobas liat system (s/n (B)(4)) discrepant results were observed. The customer observed that during the validation process for cobas liat system (s/n (B)(4)) using two different previously positive patients¿ samples each patient sample was run two times each for a total of four runs. Three of those four runs generated all negative results. During the validation process for cobas liat system (s/n (B)(4)) it was noticed after a total of five runs two of those runs generated negative results, the customer was unsure if they were from the same patients¿ sample or different patient¿ samples. Patient sample was collected using nasopharyngeal and saline. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patients and/or personnel treating the patients. Five (5) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Product release review: the root cause of the false negative results was due to operator error and not reagent related. (B)(4)

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The most likely cause for the discrepancies observed is due to the samples having a low viral load. Note that samples near or below the lod of the test may generate wavering results. Corrected and removed the sentence about product release review and replaced it with the most like cause of the discrepancy (lod samples). (B)(4).